Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made mistake/touch contamination, the pt dropped the cap (unspecified) on the floor and put it back on his catheter. The pt was not hospitalized for the event. On an unreported date, the pt was treated with fortaz 1 gram ip and vancomycin 1gram ip each, every 5 days until the "culture came back clear" (unreported date). At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.